Event description:
Surgeon placed trocars in the patient and inserted instrumentation through the trocars. Platypus forceps broke when used to grasp tissue; one arm of the forceps was lost inside abdomen. Staff looked for missing piece through laparoscope but unable to recover; proceeded with the case. Before closing abdomen, staff continued to look for missing instrument piece. After another failed attempt, radiology was called and performed a portable x-ray of the abdomen. Since unable to find, surgeon opened vaginal cuff from down below to try to pull missing piece out. This was not successful so closed the vaginal cuff. Repeated laparoscopic search with no success in finding the missing piece. Surgeon made an abdominal incision where the patient had an existing ceserean section scar and recovered the missing piece. The instrument was collected and marked as defective.